Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker showed four years remaining to one year remaining in a span of seven months. This device also triggered explant indicator. Boston scientific technical services (ts) walked the representative through pen drive navigation and confirmed that the full download of all device memory was performed. Additional information was obtained which indicated that the analysis showed normal battery depletion. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.